Event description:
It was reported that there was a lead replacement on (B)(6) 2009. No further information about this event was reported. Please refer to manufacturer report #3004209178-2012-09645 for addition information on this device.

Manufacturer narrative:
Product ID 3986a, serial# (B)(4), product type lead; product ID 3986a, serial# (B)(4), product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37083-40, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2009, product type extension; product ID 37083-40, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2009, product type extension. (B)(4).